Event description:
On (B)(6) 2012, the patient contacted animas to report that on an unspecified date, she passed out after she obtained a blood glucose reading of 150 mg/dl to 170 mg/dl. After obtaining these readings, the patient drove to the store, where she passed out and was incoherent. The patient was treated with juice and carbohydrates and she felt better afterwards. The patient noted she was able to eat and drink the treatment. The patient then tested her blood glucose level to be 30 mg/dl. The patient consumed more carbohydrates, and retested her blood glucose level to be 170 mg/dl. She did not seek any medical attention. The patient noted she is undergoing cancer treatments and is more insulin sensitive due to the therapy. The patient was unable to complete troubleshooting of the pump at the time of the telephone call with customer service. The pump was returned to animas for evaluation, with passing results. All basal/bolus doses given correctly matched those programmed and there were no issues found with the pump insulin delivery. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered symptoms and blood glucose readings suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation, with passing results. On (B)(4) 2012, the pump was investigated, and all basal/bolus doses given correctly matched those programmed and there were no issues found with the pump insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.